Event description:
Patient was revised due to poly wear and loosening of the liner.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. It would not be unreasonable to expect poly material wear after approximately 16 to 18 years of implantation. It is also stated in the initial report that the depuy liner was originally implanted with a competitor product femoral head and stem. This use with competitor product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.